Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, three photos were provided for review. The first photo shows the dialyzer connected to the machine and there is blood leaking from beneath the header cap. The leak can be seen running down the outside of the dialyzer housing and dripping down onto the machine and onto the floor. The second photo shows a close-up view of half of the dialyzer, and there is blood within the threads and leaking down the dialyzer. The last photo is an up-close view of the dialyzer label. The cause of the external leak is unknown from the limited photograph views. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The provided photographs indicate that an external leak occurred, however, the cause cannot be determined. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The associate director of a hemodialysis (hd) clinic, a registered nurse (rn), reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred approximately forty-nine minutes into the treatment. There were no alarms from the machine, a b. Braun dialog. Blood was noted to be leaking externally from the dialyzer head. There was no visible damage noted on the dialyzer. There were no leaks noted during the priming phase. Fresenius bloodlines were not in use. The patient's blood was returned manually. Estimated blood loss (ebl) due to the leak was less than 5 ml. The patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Event description:
The associate director of a hemodialysis (hd) clinic, a registered nurse (rn), reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up with the rn. The blood leak occurred approximately forty-nine minutes into the treatment. There were no alarms from the machine, a b. Braun dialog. Blood was noted to be leaking externally from the dialyzer head. There was no visible damage noted on the dialyzer. There were no leaks noted during the priming phase. Fresenius bloodlines were not in use. The patient's blood was returned manually. Estimated blood loss (ebl) due to the leak was less than 5 ml. The patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.